Event description:
It was reported that the asymptomatic patient received a vibratory alert regarding lead noise. In clinic, device interrogation showed an increase in atrial capture threshold values. A chest x-ray showed tension on the lead. Slack was added to the lead during a revision of an associated lead on (B)(6) 2015. Electrical values were normal and the lead remained implanted. It was suspected that the tension in the lead was a result of twiddlers syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.